Event description:
It was reported that a user experienced prolonged hyperglycemia after pausing the ilet pump to change supplies and then reconnecting, with cgm readings peaking at 307 mg/dl and a concurrent fingerstick of 278 mg/dl; the medical device problem was characterized as an improper or incorrect procedure or method and involved the user interface, and the case included treatment and education with transfer to a partner organization. Symptoms included hyperglycemia with dry mouth, nausea, and headache. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem, and a usage problem was identified related to failure to resume insulin delivery promptly and making less than meal announcements, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.